Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room for high blood glucose. Blood glucose reading was in between 400 to 500 mg/dl. The customer was treated with manual injection. Customer blood glucose value when admitted to hospital was unknown. The customer was treated with intravenous insulin drip in the hospital. Customer was not using auto mode feature active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was taken to the emergency room but was not admitted or hospitalized. The customer reported that the reservoir had come out of the insulin pump.